Manufacturer narrative:
Regurgitation originating from the central coaptation point of a valve is known as central leak, and can occur if the motion of the leaflet cusps is restricted. Acute central leaks observed in the peri-operative period usually occur from technique related issues such as suture looping or chordae entrapment at the mitral position. Suture looping occurs when the surgeon inadvertently loops a suture over one of the commissural posts. Similarly, leaflet restriction can also be caused by chordae entrapment when subvalvular apparatus sparing technique is utilized. Like suture looping, chordae entrapment can contribute to central regurgitation and may require reoperation. Another technique related issue is valve distortion during implant which may result in a dropped leaflet or asymmetric coaptation. These techniques are not typically the result of product malfunction; however. They may contribute to mild to severe regurgitation and if undetected may require reoperation. Almost all pericardial bioprosthesis have some level of central leak postoperatively, especially when systolic pressure is low and "lor" prior to protamine administration and is usually tolerated by patients. Central regurgitant jets observed in studies conducted on the perimount pericardial valve in the immediate post-implant setting have been evaluated to be trivial in magnitude, size, and velocity. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards' valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. Av disruption (disassociation) is a dreaded and often fatal complication. This is an extreme form of posterior lv rupture where a portion or the entire posterior left atrium separates from the left ventricle. The risk of this occurrence is greatest in patients with extensive calcification in the posterior mitral annulus and leaflet. This finding is common in elderly patients undergoing mitral valve surgery and is evident by preoperative imaging, including echocardiography and cardiac catheterization. Chest computed tomography without intravenous contrast can be useful in quantifying the degree of posterior mitral annular calcification (also known as mac). Av disruption (disassociation) is usually related to vigorous traction or debridement of the posterior leaflet of the valve or to calcium excision in a calcified posterior leaflet. This can cause separation of the av groove, leading to massive hemorrhage upon separation from cardiopulmonary bypass. This complication is prevented by understanding the pathologic process of calcification of the mitral annulus and avoiding rupture by either placement of traction sutures on the edge of the posterior leaflet or by very careful calcium debridement only in isolated spots. A safer procedure may be to attach the prosthesis to the atrial wall, leaving the entire calcified mass intact. This approach may result in a smaller valve area but a successful operation. When this complication occurs, valve prosthesis is removed and the ventricle is reapproximated to the left atrium with felt strips. Often, a pericardial patch is used to cover the defect and the valve sutures are now placed into the pericardial patch. Nevertheless, this complication carries a high mortality. As stated above, av groove disruption (disassociation) is typically not device related. The root cause of this event cannot be conclusively determined; however, this event was likely due to procedural related factors. There is no indication or allegation of a product malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a 29mm 7300tfx was explanted at implant due to severe central regurgitation. A 27mm medtronic valve was implanted in replacement. The patient developed av disruption post-implant and expired. As reported, the indication for the procedure was severe mitral regurgitation. A right thoracotomy approach was used and the valve was sized to a 29mm valve. There was mild to moderate annular calcification with no debridement performed. The device was implanted and there was no pvl noted. Patient was completed weaned off bypass and then moderate to severe central regurgitation was noted. The patient was placed back on back on bypass the valve was tested and right non coronary leaflet was the issue. There were no markings on the leaflet or commissure noted. The 27mm medtronic valve was implanted with no pvl noted. There was uncontrolled bleeding and the approach was converted to a full sternotomy. As per surgeon opinion, the av disruption occurred after the implant of the medtronic valve. The av disruption was not directly related to edwards valve but was related to the explant of the edwards valve. The surgeon did not think there was a suture entrapment.

Manufacturer narrative:
Evaluation summary: x-ray demonstrated wireform intact. Leaflets 1 and 3 had horizontal creases on the cusp region; leaflet 2 also had a crease near commissure 3. The free margin of leaflet 1 near commissure 2 was observed to be rolled towards the outflow aspect. Serrated markings were observe on leaflet 1 near commissure 2, and on leaflet 3 near commissure 3. Suture holes were visible around the sewing ring. Edwards received additional information through follow up with the healthcare provider. The device was returned for evaluation and the customer report of central regurgitation could not be confirmed through visual observations. The valve will be sent to r&d for further evaluation. A supplemental report will be submitted upon completion.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This valve was reportedly explanted after implant due to severe central regurgitation. No intraoperative echocardiogram was provided; thus the nature of the reported severe regurgitation in vivo could not be confirmed. No information was provided concerning the nature of the valve testing performed during the procedure after the patient was put back on bypass. Therefore, the reported determination that the right non-coronary leaflet was the issue could not be understood or confirmed. Under edward¿s in vitro testing conditions, the total regurgitant fraction (trf) measured under simulated normal physiological conditions was 5.6%, which is more than three times lower than the 20% maximum allowed for a valve this size. The results from in vitro testing may be different from those obtained in vivo due to differences in hemodynamic and environmental conditions. The leaflet creases, cloth imprinting, and leaflet indentations were observed on this valve as received. These marks are typically associated with interference from the native ventricular subvalvular apparatus (chordae), suture looping with a pledget, and/or prolonged contact by instrumentation (vent tubes, etc.). No typical suture-looping marks (without a pledget) were present on the valve as received. Each of these potential causes would limit the valve function in vivo, but allow the valve to open and close properly once the leaflet interference was removed. With the limited information available, the root cause(s) for the observed leaflet creases and marks could not be determined at this time. In conclusion, the root cause for the observed leaflet creases and marks was not conclusively determined. The root cause of the reported severe central regurgitation at implant was also not conclusively determined. There were no indications of a manufacturing defect.